Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomalies. The ins was received with the eos bit set. The battery had recovered some (2.865 volts) after there was not a drain on it when the eos bit was set, because it does not allow the output to be turned on. The ins passed functional testing after the eos bit was reset. A longevity estimate of 3.04 months to eri and 6.04 months to eos was calculated based on the reported parameter settings and a default impedance of 400 ohms based on the number of active electrodes that were being used. According to the trace report the battery depleted to eri in 7.6 months ((B)(6) 2014) and to eos in 8.0 months ((B)(6) 2014). This exceeds the calculated longevity estimate and indicates that the ins reached a normal eos condition.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) showed ¿sudden and high¿ battery depletion. The depletion was reportedly premature. Follow-up had been scheduled to perform impedance measurement, system check and possible reprogramming of the ins. There was no information on therapy effectiveness and patient well-being. The depleted battery was subsequently replaced. It was unclear if any troubleshooting was done prior to the replacement. Interrogation of the device post-explant indicated the ins depleted to end-of-service (eos) in 8 months. The device had been programmed to 3.9v, 210 ¿s and 130 hz on electrode pairs c+, 0-,1-,2-,3- at implant. The settings were later changed to 4.2v, 210 ¿s and 210 hz. Longevity calculations using the patient's last settings and an estimated group impedance of 400 ohms indicated the ins exceeded the longevity calculation estimate of eos at 6.04 months. If additional information becomes available, a follow-up report will be made available.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).